Event description:
It was reported that patient underwent a left hip revision approximately 4 years post implantation where the cup, head and head adapter were removed and replaced. Subsequently, the patient underwent another revision approximately 5 years later due to unknown reasons. During the surgery. The head and stem were removed and repaced. Attempts have been made and additional information is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. 00771301500, m/l taper stem, 60757504. 00784800300, kinectiv neck , 60786701. An updated investigation is in process and a follow-up MDR will be submitted upon completion.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: 14-107016 ¿ freedom head ¿ 963950. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following : the patient underwent an initial total hip arthroplasty on (B)(6) 2008. Zimmer biomet components were implanted without complications. Subsequently, the patient underwent a revision procedure on (B)(6) 2012 due to pain, inflammation and failure to osteointegrate where acetabular components and the head were replaced with new zimmer biomet components. The new head that was utilized (biomet freedom constrained modular head) is not compatible with the existing kinectiv neck. The patient underwent a second revision procedure on (B)(6) 2017 due to unknown reason. Medical records of the second revision procedure were not provided. Additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information provided by the customer. DHR was unable to be reviewed, as the lot number for the device is unknown. The root cause is unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01886. 0002648920 - 2020 - 00278.

Event description:
It was reported that patient underwent a left hip revision approximately 4 years post implantation due to unknown reasons. During the procedure, the head, neck and stem were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.